Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular lead for high and undefined impedance, high sensing integrity counters with noise on the electrogram. The lead also intermittent capture. The lead was explanted and replaced. It was also reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. An additional right ventricular pacing lead also had high thresholds and was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.